Event description:
Customer reported a leak in the IV administration set. Normal saline was infusing at 150 ml/hr when fluid was observed leaking from pump. The nurse opened the lvp door and found fluid leaking from a hole in the pumping segment of the tubing, below the upper fitment. The set was changed and the infusion was restarted without incident. No patient harm reported and no medical intervention required. Investigation: on 11/17/2008, the investigation was completed and a product malfunction was confirmed. One used set model 2420-0500, lot unknown, was received for investigation. Visual inspection noted a tear on the silicone segment near the upper blue fitment. Examination under a microscope revealed crush marks on the upper blue fitment. The tear in the silicone segment was located approximately 180 degrees from the crush marks. The reported tubing leak was confirmed. The leak was due to a tear in the silicone segment of the tubing. The root cause of the tear could not be identified.